Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (268 mg/dl). Reportedly, the pump carbohydrate feature needed to be turned on. Tandem technical support guided the customer through turning the carbohydrate feature. Customer delivered a bolus to stabilize blood glucose level.